Event description:
Revision surgery - the patient was revised due to instability. The insert was exchanged to a thicker poly. The patient had a size 4 3d femur, size 4 right 3d tibia, size 4/11 insert, and size 32 patella.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 3.1 years of patient use. There is no information in the complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 17th complaint for this part number: nine due to stability/poor joint issues, two due to infection, one for pain, one due to wear, one did not fit properly, one mixed product/label issue, one packaging concern, and one other. This is the first complaint for this lot number. The root cause for the instability was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in instability such as; loose joint from inadequate soft tissue, implant selection, or patient activity.